Manufacturer narrative:
Fields were updated for that medwatch report. No similar issue recorded for the last 5 years. Review of complaint data 2011-2017 shows no other issue on this lot #. The review of traceability and review of the device history records received from cf plastique to ldr medical did not reveal any non-conformances to specifications or deviations in procedures that should permit to detect the reported event. It was determined that the issue corresponds to an isolated case because: no similar issue was detected for the last 5 years. The only implant same reference/lot number at ldr medical inventory was inspected and found compliant. Evaluation was performed by supplier cf plastiques on november 2nd 2017 to identify cause of the issue : issue seems to be related to an operator error. Moreover the supplier has implemented corrective actions to prevent the issue to reoccur. Finally risk for this issue is managed by other means listed in the surgical technique and IFU (especially detection by x-ray control at different steps, use of trials, use of adjustable stop, presence of other radio-opaque part of implant). The supplier investigation of the involded cage concludes that its hole was compliant but no tantalum marker was inserted in this cage. During the manufacturing process, a defective product (cage without tantalum marker) was detected by an operator and this product was rejected. Then supplier thinks there was an inversion during the final inspection between this defective product and a compliant product. So complaint product was discarded and defective product was put on the market. Regarding investigation and information provided, cause of this event is due to a supplier issue during manufacturing.

Event description:
Surgeon has noticed that the implant has no tantalum marker. This issue was detected by x-ray during surgery just after implantation. This lead to a delay in surgery of 30 minutes. Surgeon has removed this implant and replaced by another one, same reference and not from the same lot number. This second implant presents tantalum marker. Surgery was completed successfully without any additional issue. No harm for patient.

Manufacturer narrative:
The review of the inspection records and traceability did not reveal any non-conformances to specifications or deviations in procedures that might have contributed to the reported event. Second implant same reference/ lot number used by surgeon during same surgery does not present that issue. Moreover 1 implant same reference/lot number has been isolated for inspection at ldr medical inventory: tantalum marker is well present. No similar issue reported on that device. Investigation was requested to supplier.

Event description:
Surgeon has noticed that the implant has no tantalum marker. This issue was detected by x-ray during surgery just after implantation. This lead to a delay in surgery from 30 minutes. Surgeon has removed this implant and replaced by another one, same reference and same lot number. This second implant presents tantalum marker. Surgery was completed successfully without any additional issue. No harm for patient.